Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 25 mg/dl at its lowest). Customer declined to provide further information regarding the events. Customer requested assistance from tandem technical support to add a basal rate time segment to address low bg.